Manufacturer narrative:
No conclusion code available; final analysis found that the insulation was abraded at 10.8cm to 10.8cm from the connector pin. The other damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision. It was noted that the right ventricular lead exhibited chronic noise. The lead was explanted and replaced successfully. The patient experienced no adverse consequences and was doing well. The patient would continue to be monitored with routine follow up.